Event description:
It was reported that the wake button on the pump was unresponsive. Pump turned on when plugged into a power source. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.